Event description:
It was reported that patient presented in hospital after receiving vibratory alert for high voltage lead impedance high and out of range. X-ray of the rv lead was normal. During lead revision procedure, after cleaning the header and lead connection area, the lead was tested normal. Both ICD and lead remain implanted. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.